Event description:
Caller reported obtaining the following blood glucose values from his compact plus system (system 1) and his mobile system (system 2): 5.7 mmol/l or 6.2 mmol/l on compact plus (system 1) compared to 2.8 or 3.1 mmol/l on mobile (system 2). Caller also reported receiving 3.5 mmol/l on the mobile system (system 2) and 6.0 mmol/l on compact plus system (system 1). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1, serial number - (B)(4); (B)(6) - mobile system 2, serial number - (B)(4). Correction: correct lot number is 2081094 and correct expiration date is 12/31/2015. Correct manufacture date is 06/30/2014.